Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited loss of capture. Programming changes were made, however, capture loss recurred on the ICD. There were no patient consequences.